Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that the compact air drive device had a minor performance. It was not reported if the device was used in surgery. It was not reported if there were any delays to the scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of manufacture corrected from jan 20, 1998 to apr 2, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was rough running. It was also observed that the motor performance too weak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.